Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 130.2 mmol/l, which repeated as 157.2 mmol/l. The sample initially resulted with a k value of 3.6 mmol/l, which repeated as 4.39 mmol/l. The sample initially resulted with a cl value of 137.4 mmol/l, which repeated as 110.0 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.